Manufacturer narrative:
Method: device history review; results: device history review could not be conducted because no lot number was provided. Device inspection could not be conducted because no part was returned. Conclusion: a xia 3 titanium polyaxial screw that was used for an l2-s1 decompression caused pain and discomfort and was removed at the request of the patient. This case is now part of a pending lawsuit.

Event description:
It was reported that a patient underwent an l2-s1 decompression and fusion to their lumbers area which 4 screws were inserted. The patient alleges that "after several months of severe discomfort and pain the patient sought medical attention and had to undergo a second surgery to remove the hardware." It is also alleged that "unreachable pieces remain irretrievably embedded in his spine."

Event description:
It was reported that a patient underwent an l2-s1 decompression and fusion to their lumbers area which 4 screws were inserted. The patient alleges that "after several months of severe discomfort and pain, the patient sought medical attention and had to undergo a second surgery to remove the hardware." It is also alleged that "unreachable pieces remain irretrievably embedded in his spine."